Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement. Customer¿s blood glucose was 192 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that the alarm was occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed no motor movement during the rewind sequence. Motor was tested outside of the device and passed, problem isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly.